Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the sheath was too large causing damage to the ureteroscope.

Event description:
According to the available information, it was additional reported that the sheaths had no apparent defects.

Manufacturer narrative:
As there was no defect and there was no reported injury to the patient, this complaint has been reassessed as not reportable.